Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the patients were not crossing over from epic to the station. A technical support specialist (tss) dialed into the station and was unable to locate the sample patient. Further checks on the server confirmed the site was up and communicating properly with the carefusion coordination engine (cce). No mbm was configured for the cce, preventing trace execution, which was verified through cfg viewer. No admit discharge transfer (adt) blocking logic was identified, and the patient was confirmed to be present on the es side. With no further response from the customer, the tss proceeded with case closure. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not crossing over from epic to the station, and multiple patients were not visible on the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.